Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to tachycardia mode other than monitor plus therapy due to lead dislodgement. A surgical intervention was scheduled to replace the lead. Additional information received that at the revision procedure, it was found out that the lead was not fully pushed into the connector. This crtd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).